Event description:
The patient received the scs system on (B)(6) 2011. It was reported that the scs lead migrated. On (B)(6) 2011, the physician removed both scs leads. The scs ipg remains implanted. No further information is available at this time.

Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.